Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2014 due to a stroke. No further info has been provided.

Manufacturer narrative:
Additional information: the pump was not returned. A correlation between the device and the reported stroke could not be determined through this evaluation. The instructions for use lists stroke as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a large left middle cerebral artery (mca) stroke. No preexisting or compromising factors were noted. The patient's inr was 2.6 on admission ((B)(4) 2014).the pump was not explanted.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.